Event description:
The facility reported a colleague infusion pump with a failure code 810:11. According to the facility, it is unknown when this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event occurred during and interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, a baxter service technician confirmed the reported condition was caused by an out of calibration air in line printed circuit board. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation in the pump's event history. This condition was caused by the pump's air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated to correct the reported condition.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The physician was attempting to implant a 2.5 mm diameter x 12 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to an excessively tortuous and severely calcified mid lad. The lesion was pre-dilated twice up to 16 atm's. Twenty percent stenosis remained following pre-dilatation. The physician encountered resistance while advancing the device to the lesion. Force was used in an attempt to deliver the device, however, it could not reach the target lesion. The physician then removed the device from the pt. Upon removal, it was discovered that the stent had dislodged from the balloon of the delivery system in the very proximal lad, near the ostium. The physician attempted to retrieve the dislodged stent using a gooseneck device. This attempt was unsuccessful however, as the stent was tightly snared into the highly calcified coronary wall. A second attempt was made to retrieve the stent using a balloon inflated distally to the dislodged stent and a micro-catheter inserted into the stent. This second attempt was also unsuccessful and resulted in a dissection in the lad. The physician resolved the issue by apposing the undeployed stent on the vessel wall using one other brand bare metal stent. The procedure was completed by stenting the whole lad with four other brand bare metal stents. No other clinical sequelae were reported.